Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information unavailable. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during a discussion of clinical study complaints an unrelated complaint was mentioned during the course of the conversation, two dcb00 model intraocular lens (iol) complaints were mentioned. 1). Dcb00(?) Years ago where there was also a mention of a leading haptic issue but did not result in any patient harms. 2). More recently but no dates, another dcboo(?) Where he noticed a scratch prior to implantation (he loads his own lens), therefore did not proceed in using the iol and did not touch the patient¿s eye. No product to be returned was also expected both instances. No further information is available.